Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a noisy image with no image then. The issue occurred during preparation for use for a diagnostic bronchoscopy that was completed with another similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: a charged coupled device (ccd) had failed causing the no image issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image not being displayed to a ccd failure. However a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.